Event description:
It was reported that the pt with congenital atresia stated no significant improvement in hearing after the device was activated 6 weeks post implantation of the vibrant soundbridge. Problems of the audio processor have been excluded. Later post-op abr test revealed severe to profound sensoneural hearing loss contrary to basically normal bone conductive threshold confirmed by pre-op abr test. There is no accident or trauma known. It is planned to explant the vibrant soundbridge and reimplant the pt with a ci.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device analysis will be submitted as a follow up report.